Event description:
Reporter reported that the packaging containing this sterile bur is damaged. There was no pt involvement, injury or surgical delay resulting from this event.

Manufacturer narrative:
Investigation findings: conmed linvatec received this bur and packaging for eval. During testing, conmed linvatec confirmed the reported problem. A deformity was noted in the distal corner of the blister packaging containing this sterile bur. Further investigation found the packaging compromised. An investigation for this failure remains in process.